Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when she expired. The definitive cause of the patient¿s cardiac arrest and subsequent death are unknown; therefore, causality cannot firmly be established. However, the pdrn reported the patient had a significant cardiac history which likely caused or contributed to the events. Per the pdrn, there were no fresenius device(s) or product(s) malfunctions to report. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population .based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible contributory role in the patient¿s cardiac arrest and subsequent death. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient was actively undergoing ccpd therapy when she expired. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events. However, without a death certificate, esrd death notification, or manufacturer evaluation, this clinical investigation cannot disassociate the device from the serious adverse events.

Event description:
A user facility nurse pdrn reported a patient expired at home during dwell 5 of 6 of ccpd therapy at home. The patient was discovered by their spouse due to the liberty select cycler alarming. The patient was a full code, and the spouse placed a call to emergency medical services (ems) and began cardiopulmonary resuscitation (CPR) measures until they arrived. Ems worked on (e.g., airway support, intravascular fluids, acls medication, defibrillation) the patient for over 30 minutes, however their attempts were unsuccessful. The patient was pronounced dead at their residence and taken directly to the funeral home. No autopsy was performed. The pdrn stated the cause of death was cardiac arrest, due to unknown causes. The patient¿s treatment data from (B)(6) 2022 was reviewed and no adverse alarms or variances were noted. It was additionally reported that the patient had significant cardiac history and was not a candidate for cardiac surgery, stenting, or a replacement aortic valve. It was stated that there was no allegation of product deficiency or malfunction on or against the machine or any fresenius device(s). Additional information regarding the patient and the event was requested, however, not provided.

Event description:
A user facility nurse pdrn reported a patient expired at home during dwell 5 of 6 of ccpd therapy at home. The patient was discovered by their spouse due to the liberty select cycler alarming. The patient was a full code, and the spouse placed a call to emergency medical services (ems) and began cardiopulmonary resuscitation (CPR) measures until they arrived. Ems worked on (e.g., airway support, intravascular fluids, acls medication, defibrillation) the patient for over 30 minutes, however their attempts were unsuccessful. The patient was pronounced dead at their residence and taken directly to the funeral home. No autopsy was performed. The pdrn stated the cause of death was cardiac arrest, due to unknown causes. The patient¿s treatment data from (B)(6) 2022 ¿ (B)(6) 2022 was reviewed and no adverse alarms or variances were noted. It was additionally reported that the patient had significant cardiac history and was not a candidate for cardiac surgery, stenting, or a replacement aortic valve. It was stated that there was no allegation of product deficiency or malfunction on or against the machine or any fresenius device(s). Additional information regarding the patient and the event was requested, however, not provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer and a physical investigation was not performed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d.9, h.3, h.6 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment and on the pump molded clamp, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The cycler passed a catch-post hipot test, patient hipot test, and current leakage test passed. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient pressure sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Both the voltage calibration check and load cell verification test passed. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed.

Event description:
A user facility nurse pdrn reported a patient expired at home during dwell 5 of 6 of ccpd therapy at home. The patient was discovered by their spouse due to the liberty select cycler alarming. The patient was a full code, and the spouse placed a call to emergency medical services (ems) and began cardiopulmonary resuscitation (CPR) measures until they arrived. Ems worked on (e.g., airway support, intravascular fluids, acls medication, defibrillation) the patient for over 30 minutes, however their attempts were unsuccessful. The patient was pronounced dead at their residence and taken directly to the funeral home. No autopsy was performed. The pdrn stated the cause of death was cardiac arrest, due to unknown causes. The patient¿s treatment data from (B)(6) 2022 was reviewed and no adverse alarms or variances were noted. It was additionally reported that the patient had significant cardiac history and was not a candidate for cardiac surgery, stenting, or a replacement aortic valve. It was stated that there was no allegation of product deficiency or malfunction on or against the machine or any fresenius device(s). Additional information regarding the patient and the event was requested, however, not provided.